Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 6.5 mg/ml bupivacaine at 3.6456 mg/day, 20 mg/ml morphine at 11.217 mg/day, and 5.0 mcg/ml sufenta at 2.8043 mcg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump was alarming since (B)(6) 2017. The description of the alarm sounded like the critical alarm. The patient thought it was her phone or kindle. The sound was faint and high pitched and she was hearing it once or twice per day. It was reviewed that the sound was consistent with pump alarms. The patient's doctor's visits were noted to be expensive and the patient was leery of going in to have the pump checked. It was further stated that the patient may not go in until next month is she was charged by the doctor's office. There was no change in symptoms. It was noted that the pump was last filled on (B)(6) 2017 and was updated at that time with the correct reservoir volume based on the session data report. Additional information was received on (B)(6) 2017. The patient was at the clinic and multiple motor stalls recorded in the logs. The first stall began on (B)(6) 2017 at 13:12 and recovered at 13:35. The pump stalled again at 14:27 with a recovery at 14:38. Another stall occurred at 21:10 with a recovery at 21:23. Another stall at 22:09 with a recovery at 22:32. The most recent stall and recovery occurred on (B)(6) 2017 at 13:30 with a recovery at 14:33.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-jul-18. It was further reported that the patient had motor stalls and it could be an internal short or battery issues, but there was no way to determine the cause unless the pump was explanted and sent back for analysis. It was further confirmed that the pump stalled every hour, but since (B)(6) 2017 until today they have no idea of the pump issues. It was noted that it was premature to say it was the patient's fault and that the pump is "worn out" and not a "normal failure." The pump battery reportedly still had 20 months of life. It was noted that there was an internal problem and it was well documented that there was a manufacturing issue. Additional information was received on 2017-07-19 from an unknown source. It was noted that the doctor's office said "it maybe a recall."

Manufacturer narrative:
Consumer stated he knew the pump needed to be explanted and returned to the manufacturer to be analyzed to determine cause of failure but his healthcare professional stated he wanted to install another pump before determining what's wrong with current pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that patient's pump had failed totally failed and shut off and stated "so as all morphine delivery pumps it's an issue on the patient's pain". Consumer mentioned "there's morphine and other things in the pump that she used to get that she is no longer getting so she has a regimen of other prescription medications". Consumer also mentioned that patient had been going through "major withdrawals". "Major withdrawals" began in jun, but they "did some reviewing" and research through the healthcare professional's (hcp) notes and found there were signs that the hcp's office should have picked up that the pump was failing back in (B)(6), but the alarm went off in (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6)2019. It was reported that the pump off password was requested to program the pump to off state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jun-29. The patient went to the healthcare provider¿s (hcp¿s) office on (B)(4) 2017. They ran a diagnostic on it and it said a motor stall had occurred. The patient stated that there was a whole list of motor stall and motor stall recoveries. The patient stated it was turning itself off and on. The patient stated that hcp said something about it may need to be replaced. Additional information was received on 2017-jul-03 from a consumer. It was stated that the patient¿s pump had been alarming due to motor stalls. It was stated that the hcp had also been pulling out more medication than they should have at refill appointments. The hcp recommended the pump to be removed. There were no symptoms reported. The event date was stated as april 2017 (day not specified). The dose of sufentanil was stated as 2.5289 mcg/day, the dose of bupivacaine was stated as 3.2876 mg/day, and the dose of morphine was stated as 10.116 mg/day.